Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device never helped with the patient¿s symptoms or provide relief. The caller reported that the patient had been in 2, 3 or 4 times for reprogramming and did not have any luck and she still had to wear a diaper and had a lot of incontinence. The caller reported that the patient wasn't feeling well, so she went to the doctor and they had a stent put into back of heart in (B)(6) 2016 and this was not device related. The caller also reported that the patient ran into a door jam after the stent surgery because the patient was groggy/staggery from anesthesia because it had affected patient really badly due to her being on antidepressants at the same time; the patient bruised her arm pretty bad in 2 places because she was taking blood thinning meds and then she had to go to the bathroom and ended up halfway slipping off the commode and hitting the wall. The caller reported that the patient waited 4-5 months after the fall with patient not getting symptom control and still going through 2-3 diapers a day/taking ¿medpetric¿ medication to go into their healthcare professional (hcp). At the hcp¿s office a manufacturer¿s representative (rep) was called in to do reprogramming on it to see if he could get better results. The rep told the patient that he found ¿7 faults¿ in the device and said they might be there from patient¿s fall damaging the ins. The rep also reported that the ins battery was almost dead when it was at just 9-10 months when he expected it should last longer. After the rep did reprogramming the patient went home and the device started causing her excruciating stabbing pain within 24 hours of reprogramming. The caller reported that the rep told them to turn the ins off and it had been off since. The caller reported that the maybe the patient had too high of expectations. The caller reported that if you asked him he would say the device helped with the symptoms by 50% but that the patient wouldn't say the same thing. The caller reported that the patient went back to the managing hcp for the device to have it taken out and the explant can¿t be done until the patient is off blood thinners the patient started back in (B)(6) 2016 after stent. The managing hcp won't do the explant until the patient is off blood thinners for 5-7 days, but the patient¿s heart doctor won't let the patient go off blood thinners for at least a year so the patient can't have the device taken out for at least a year and she didn't want a new one put in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.